Event description:
The external pulse generator was returned to the manufacturer for preventive maintenance, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found intermittent operation of the interconnect flex. Analysis also found the bail covers were broken and contaminated. Battery drawer found dented and contaminated. Upper case and lower case were found broken. Battery drawer o-ring found contaminated. It was noted the ring cover and ring were missing. (B)(4).